Event description:
It was reported that low impedance was observed. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received the damage found was sustained during the surgical procedure. Without the return of the entire lead. A full analysis could not be completed.